Event description:
As reported, the patient had a navilyst medical vaxcel pasv port in place for just under one year (exact implantation date not known). During a follow-up x-ray for an unrelated issue, the radiologist noted that the catheter had fractured and a fragment was located in the right atrium. The patient underwent surgery and the fragment was retrieved with a snare. The remainder of the port/catheter was removed intact. The patient's condition was fine with no complications. The used device has been returned to navilyst medical for evaluation.

Manufacturer narrative:
Although the used device has been returned to navilyst medical, the device evaluation is still being conducted. Upon completion of the investigation, a supplemental medwatch will be submitted. ((B)(4)).